Manufacturer narrative:
As a corneal ulcer may or may not be a serious injury, this event is being reported as worst case. No lot number was available, therefore no device history review can be conducted. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Additional info will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling: single use or reuse.

Event description:
On (B)(6) 2014, the pt initially reported that in the summer of 2013 she was diagnosed with a corneal ulcer os, but the pt couldn't recall the dates or treatment she was given. A call was placed to the pt's eye care professional (ecp) on (B)(6) 2014 requesting a return call for additional info. The pt's ecp returned the call on (B)(6) 2014 and states that the pt was treated for a corneal ulcer os in summer of 2013. Ecp stated that the pt was treated with topicals and that the pt had a small scar. The ecp stated that the corneal ulcer healed quickly without any noted complications and the pt was fine to return to contact lens wear. Additional info was requested, but the ecp declined to provide any additional information. The ecp examined the pt on (B)(6) 2014 and stated that the pt's eyes were fine, no findings. The ecp states that he "re-evaluated the os scar" and also states, that "it is located mid periphery, no staining noted, and cornea is fine." No additional info is expected.